Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter pulmonary bioprosthetic valve, the patient was discharged on dual antiplatelet therapy. Approximately six months later, a computed tomography angiogram was performed and revealed mild hypoattenuated leaflet thickening (halt) and hypoattenuation affecting motion (ham) of the facing leaflet. No evidence of halt or ham was noted on the two non-facing leaflets. The patient was asymptomatic; however, an anticoagulant medication was initiated. No adverse patient effects were reported.